Event description:
It was reported that during an unknown procedure, the stapler would not fire on the first use. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Premature sled movement, damaged release button. The analysis found that one pse60a device was received for analysis with the clamping mechanism damaged. An ecr60g cartridge was received loaded on the device and with the one piece sled partially advanced 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the clamp arm was noted to be worn out, it appears that the device was forced open with the knife not on the home position. The batch record was reviewed and no anomalies were noted during the manufacturing process.